Event description:
It was reported that the temporary pacing cable was broken while it was being used with a patient. The cable was returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. It was noted that the positive and cathode polarities were broken. The anode and negative sides have open circuits.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.